Manufacturer narrative:
The pump gave an alarm after the battery change due to a faulty component on the interface board. No other alarms noted during testing. All operating currents were within specification and no unexpected low battery or off no power alarms noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that she had changed the battery on the insulin pump twice and she came back with an unexpected restart alarm. Customer also received a low battery alert. Customer stated that she received an unexpected restart the last time she changed the battery. Customer has not tested her blood glucose yet. Customer had to rest the time and date and the buttons were not working. Customer had an external ram error alarm in the alarm history as well. Customer stated that a temp basal was not programmed before the unexpected restart occurred. Customer stated that the pump was not stored or not in use for an extended period of time. The alarm occurred shortly after the customer inserted the battery. Insulin pump will be replaced due to the unexpected restart alarm having occurred twice.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.